Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the dialysate port of the set filter was broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The damage was not detected during the manufacturing 100% in process visual control & leak test. The reported condition was verified. The cause of the filter housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the tubing connection of a prismaflex st100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.